Event description:
It was reported that this right ventricular (RV) lead was explanted due to lead fracture. This lead was explanted due to patient request. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable US product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.